Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a shaft break occurred. A 32 x 2.50 promus premier stent was advanced to the moderately tortuous and moderately calcified mid right coronary artery (rca). While pushing the stent system, the shaft broke in the middle while inside the catheter. The procedure was completed with another device. No patient complications were reported and the patient status was well.